Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain spinal pain. It was reported that the patient had no stimulation and there was a return of pain. The pain was reported to be located across back (l4, l5-s1), sciatica of left hip and femur on left leg.